Event description:
Cpi received info that this bipolar lead appears to have broken off in the pt. During a cat scan procedure the physician saw something that appears to be a part of the lead floating in the ventricle. No further info is available at this time.